Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that they had sets that were leaking from the filter. They stated that there "seemed to be a gap in the seam". Mmdg did follow up with the initial reporter. They stated that there had been no patient impact. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. When the device was returned to mmdg, two administration sets were received. The complaint of leaking was confirmed in one set, but not on the second.

Event description:
The initial reporter stated that they had sets that were leaking from the filter. They stated that there "seemed to be a gap in the seam". Mmdg did follow up with the initial reporter. They stated that there had been no patient impact. Complaint-(B)(4).